Event description:
Customer reported that the filling process of their device would not provide an accurate number and would fluctuate. There was no adverse impact to the customer¿s blood glucose level. Customer declined further follow-up with technical support and provided no additional information regarding the outcome of the event.